Event description:
It was reported that during a supply change the ilet touchscreen became unresponsive, preventing confirmation actions despite visible insulin drops, and a software update could not be completed due to the unresponsive screen; a replacement ilet was arranged and one inset 23"-6 mm infusion set was lost. Customer care provided support that included replacement logistics. Investigation of this case revealed a device malfunction consistent with a touchscreen or user interface failure that impeded operation during routine use. Symptoms included no clinical effects. Outcomes included no injury and no medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the user interface.